Event description:
It was reported that when using the bd pyxis¿ es server an error stating unable to authenticate was encountered when logging in to one specific machine only. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device showed unable to authenticate error when logging into a specific machine. A technical support specialist (tss) accessed the application server and reviewed the user account for wests02, finding no record and identifying conflicting active and delete flags in ssms. The tss confirmed the login failure on the station, informed the user of the findings, and advised coordination with hospital information technology (it) to have her user ID re-added or re-enabled on the server to restore access and the customer later confirmed the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.